Event description:
It was reported an air embolism occurred. A left atrial appendage closure (laac) procedure was performed under general anesthesia. A watchman trusteer access system (was) and a 27mm watchman flx pro laa closure device and delivery system (wds) were selected for use. Transesophageal echocardiography (tee) imaging was used alongside intracardiac echo (ice) for transeptal crossing and viewing appendage engagement. After transeptal was crossed with the was sheath, a pigtail catheter was inserted for contrast injection of appendage. The watchman closure device size was chosen, and the was system was flushed. The wds was then advanced into the was sheath. While viewing the deployment on tee, air bubbles were seen in distal portion of appendage. The closure device was deployed with air bubbles distal in appendage. There was no change in electrocardiogram (EKG). The closure device was released after meeting position, anchor, size and seal (pass) criteria. All sheaths and ice catheter were removed from the left atrium (la), and the procedure concluded. The patient awoke with no neurological deficit.

Manufacturer narrative:
Although this report is for a watchman delivery system, we are notifying you of the field action for product advisory on the watchman access systems since these two components are used together in left atrial appendage closure procedures.